Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulty and tip detachment occurred. A truepath¿ was used to treat a very calcified lesion located in the superficial femoral artery (sfa). During procedure, the truepath¿ encountered difficulty in passing through the target lesion. The device was attempted to be removed from the patient; however the user experienced resistance and the tip detached from the truepath¿. The tip remains inside the patient. The patient was put under observation. There were no further patient complications and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Drive shaft, working length, and tip were microscopically examined. There was a drive shaft separation 163.5cm from the collet cap where the tip was detached. The tip was not returned for analysis. The separated end of the drive shaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and tip detachment occurred. A truepath¿ was used to treat a very calcified lesion located in the superficial femoral artery (sfa). During procedure, the truepath¿ encountered difficulty in passing through the target lesion. The device was attempted to be removed from the patient; however the user experienced resistance and the tip detached from the truepath¿. The tip remains inside the patient. The patient was put under observation. There were no further patient complications and the patient is in stable condition.